Event description:
It was reported that the customer experienced difficulties charging the pump on the charging pad. Customer was able to successfully charge the pump. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.